Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. No unexpected pump error, pump error or pump error alarms noted during testing. Pump error followed by a pump error and pump error alarms were present in the pump trace download due to corrosion on electronic board stack. Unit received with corroded battery tube, corroded force sensor assembly and moisture damage on motor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarms. Customer's blood glucose level was 8.6 mmol/l. Customer stated that the history pointer failed alarm was occurred second time and post-reset ram crc alarm,the motor arm cannot communicate with the main arm alarm and trace pointers are invalid alarm was occurred first time. Customer was advised to fill the cannula into air and the delivery was successfully done. The self test was performed and it was passed. Customer was advised to monitor the insulin pump and call back if any issue occurred. The insulin pump will be returned for analysis.